Event description:
Caller alleged discrepant results compared with the lab. Tested three times on the inratio: 1st inr=6.4, 2nd qc out of range, 3rd inr=4.0. After 3rd reading, took a lab draw and lab inr= 7.1. Test and lab draw done within 30min. Used different finger in each inratio test. Patient's range is 2.0-3.0. Previous weeks his inr was 2.3 and 2.1.

Manufacturer narrative:
Caller claims obtained discrepant results (inratio low) and obtained qc error. No information in the complaint indicates inappropriate test strip exposure, misuse, or that incorrect sampling or technique has occurred. A certain % of qc errors are expected due to the method of control setting. These typically occur only once (i.e. The next strip provides a result). The error was not repeated, indicating it may have been a random qc error. Caller obtained 6.4, then qc error, then 4.0 with meter; lab draw within 30 minutes gave 7.1; used different fingers for each meter test. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set: 1, meter: 6.4, lab: 7.1, mean: 6.75. Set: 2, meter: 4, lab: 7.1, mean: 5.55. For set 1, both values are greater than 5.0 inr. The values for set 1 are not considered inaccurate. For set 2, only one value is > 5.0, the mean is > 5.0, and the difference between inr's is > 2.2. The values for set 2 are considered inaccurate. Product testing is required. Products associated to the complaint were not returned. Strip accuracy testing will be performed using retain strip lot 207632va.